Manufacturer narrative:
Final analysis found that the insulation was abraded at 6.3cm to 6.5cm from the connector pin, which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. The damage found likely resulted in the reported noise anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up of an asymptomatic patient, noise was observed on the right ventricular lead. The lead was explanted and replaced. The patient was noted to be in stable condition following the procedure.